Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with a cartridge. Additionally, it was reported that cartridge air bubbles were observed in the infusion set tubing. Customer¿s blood glucose was 140 mg/dl. Customer performed a supply change to address the issue.